Event description:
It was reported that the implantable cardioverter defibrillator (ICD) saw myopotential noise on the shock electrogram (egm). Technical services (ts) was contacted and discussed that the shock egm is a far-field signal sensing from the distal coil to the pulse generator, and the patient was programmed onset stability so the noise was not detected, not impacting device decisions. Additionally, the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. The ICD system remains in service. No adverse patient effects were reported.